Event description:
It was reported by the customer regarding a patient that just transferred to their facility on cardiosave intra-aortic balloon pump (iabp). The iab is arrow and customers states that they cannot get a waveform or zero the central lumen. The arrow iab will aspirate and flush. It was confirmed the proper setup of cables, catheter and pump. After several minutes of troubleshooting, it was discovered that their pump was in "external" mode". Customer said they had "slave" cables connected several minutes ago but tried without. Customer was assisted to switch the pump to "direct", but there was still no aline. They tried changing the transducer without success. They tried another pump but this didn¿t work. Customer ended the call and would continue attempts to troubleshoot. When reaching back out, customer said that switching the pump again this time worked. They are now using the "external" cables again. When troubleshooting earlier it was believed customer was using the external cables in and out several times. Customer did not understand the "slaving process" as they believed they were taking signal from the pump bedside. Customer stated they use fo and says that they do this all the time, but they had the external cables and not the low level output cable. They have taken the original pump to biomed. The pump was changed out to a third pump waveforms, pressure and zeros were obtained, but unable to slave through philips monitor. Night shift charge nurse came in troubleshot to ultimately change out the phillips monitor pressure module and was able to successfully slave. Related complaint tw (B)(4) (first pump) & (B)(4) (3d pump) this report is for the second iabp. The first iabp was reported on mfg report #  2249723-2024-01872 (reference our tw (B)(4) and the third iabp will be reported separately (reference our tw (B)(4).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields: b5, h6 (problem codes). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported by the customer regarding a patient that just transferred to their facility on a cardiosave intra-aortic balloon pump (iabp). The patient was received from outside hospital and the iabp pump was exchanged for one of theirs (#1) by bedside staff. They trouble shot for not getting waveform and pressures on pump; including changing the original pump (#1) with another one of ours (#2). Charge nurse came to get and they called the support line and spoke with a getinge representative. They assisted with trouble shooting including changing the transducer, attempted to connect just a cable from a different pump (proved difficult due to the securement of the pump cables) and changing the mode from external to direct. Being unsuccessful to obtain a waveform, pressures, or zeroing; the nurse changed the pump out again (#3). Pump #3: the nurse was able to obtain waveform, pressures, and zero; but was unable to slave through philips monitor. Pump #2 was taken to biomed (iabp sn (B)(6) ) by the nurse. Pump #1 was taken back to the supply room when the bedside staff exchanged it. That pump was not pulled out, identified, and red tagged at the time by staff. There is no way at this point to identify that pump. The night shift charge nurse came in and trouble shot to ultimately change out the philips monitor pressure module and was able to successfully slave to it. This report is for the first iabp used in this event. The second iabp has been reported in mfg report no. 2249723-2024-01872 (ref our tw# (B)(4) ) and the third iabp has been reported in mfg report no. 2249723-2024-0220 (ref our tw# (B)(4) ).

Event description:
It was reported by the customer regarding a patient that just transferred to their facility on a cardiosave intra-aortic balloon pump (iabp). The patient was received from outside hospital and the iabp pump was exchanged for one of theirs (#1) by bedside staff. They trouble shot for not getting waveform and pressures on pump, including changing the original pump (#1) with another one of ours (#2). Charge nurse came to get and they called the support line and spoke with a getinge representative. They assisted with trouble shooting including changing the transducer, attempted to connect just a cable from a different pump (proved difficult due to the securement of the pump cables) and changing the mode from external to direct. Being unsuccessful to obtain a waveform, pressures, or zeroing; the nurse changed the pump out again (#3). Pump #3: the nurse was able to obtain waveform, pressures, and zero; but was unable to slave through philips monitor. Pump #2 was taken to biomed (iabp sn (B)(6)) by the nurse. Pump #1 was taken back to the supply room when the bedside staff exchanged it. That pump was not pulled out, identified, and red tagged at the time by staff. There is no way at this point to identify that pump. The night shift charge nurse came in and trouble shot to ultimately change out the philips monitor pressure module and was able to successfully slave to it. This report is for the first iabp used in this event. The second iabp has been reported in mfg report no. 2249723-2024-01872 (ref our tw# (B)(4)) and the third iabp has been reported in mfg report no. 2249723-2024-0220 (ref our tw# (B)(4)). There was no injury/harm reported.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) ECG leads and external ECG and pressure sync cables need replacing, since visible damage is confirmed by the biomed. There was patient involvement. There was no harm or injury reported. Customer states that repair will be done by the biomed and parts are in back order. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. H3 other text: repair service not done.